Event description:
It was observed that during the device inspection, the camera head had air leakage from cable. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, the reported air leakage was not reproduced. A probable root cause of the phenomenon cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.